Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pace impedance greater than 3000 ohms and increased thresholds. The lead was suspected to be microdislodged. It was reported that the patient had fallen. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The system remains in service.